Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units doppler probe is broken. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. Additional information: e1(event site state: (B)(6)). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a issue of doppler probe broken. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found doppler probe broken. In order to fix the issue fse replaced doppler probe. Functional check passed. Doppler returned to customer for use.